Event description:
This case was reported by a consumer and described the occurrence of valve disorder in a pt who received polident tablet for dentures. The consumer called to praise the product. A physician or other health care professional has not verified this report. The pt's past medical history included agent orange exposure, injury in war, knee pain, pain in hip and smoker. Concurrent medications included poligrip, prozac, valium, aspirin and centrum. In the mid 1980's, the pt started polident (dental). In 2003, the pt experienced exacerbation of hip and knee pain for which pt was scheduled to have a total knee and total hip replacement, however during pre-op testing pt was found to have coronary artery occlusion and a valve disorder, and was hospitalized for a quadruple bypass surgery. Additional treatment was with carvedilol (coreg), clopidogrel bisulphate (plavix), fenofibrate (tricor), simvastatin (zocor) and ramipril (altace). Treatment with polident was continued. The coronary artery occlusion and valve disorder were resolved.